Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by adjusting the charging cable, allowing the pump to start charging, and no further assistance was required.